Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was supratherapeutic on anticoagulation medication. The pt developed a lower gi bleed following a colonoscopy for polypectomy. It was reported that the gi bleed was not related to the lvad. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer;s investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, a specific cause for the reported gi bleed and a correlation to the device could not conclusively be determined. No product is available for evaluation; the patient remains ongoing on lvad support and no further related issues have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.